Event description:
A nurse at (B)(6) hospital reported that the patient developed skin irritations while wearing the device. There were no further information provided to the patient's hospital visit or treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.